Event description:
Patient reported right side rupture and "swollen lymph nodes". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h.6.

Event description:
Patient reported right side rupture and "swollen lymph nodes". Capsular contracture was later reported (baker grade unknown). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and "swollen lymph nodes". Capsular contracture was later reported (baker grade unknown). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Capsular contracture was later reported (baker grade unknown).